Event description:
The customer contact reported the pt received more medication than intended. At 1545, line a of the pump was programmed to deliver 25,000u/250ml of heparin at a rate of 8ml/hr with a volume to be infused (vtbi) of 250ml and the delivery was started. Approx 30 minutes later, the pump alarmed "air in line" and the nurse noted "the bag of heparin was empty." A serum partial thromboplastin time (ptt) was ordered. The therapy was discontined and the device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required.